Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported by the patient that after receiving a pacemaker implant about 10 years earlier, the patient experienced "ill effects" from the device for nearly a year before it was determined by a clinician that the device was not going into sleep mode. The device was reprogrammed and remained in use. No further patient complications have been reported as a result of this event.